Event description:
Total knee arthroplasty was performed in 2/90. Revision surgery was performed on 3/10/97, due to fracture. The subject pt had significant weight gain over the course of the implantation.